Manufacturer narrative:
One sample was returned for evaluation. Visual inspection confirmed a small straight cut on the cuff surface. A walk-thru of the manufacturing floor and process review was performed by the quality engineer. The leak test and packaging operations for the reported lot were evaluated. No discrepancies were found. It was verified that no sharp edges are used on the production line on leak test and packaging operations that could potentially damage the cuff. It is important to note that all tracheal, tracheostomy tubes, are tested following assembly, prior to packaging. There is also a requirement in the instructions for use that instructs that the cuff of all tracheal, tracheostomy products be tested immediately prior to use. There is an inherent risk of the cuff becoming damaged when using any tracheal, tracheostomy product and is not necessarily evidence of device failure. The returned sample was most likely damaged during use of the device.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use the set was found leaking from the balloon resulting in an emergent tracheostomy change. It was reported to have been checked prior to use. Patient requires this product to breathe and is ventilator dependent.